Manufacturer narrative:
The customer inadequately centrifuged the patients specimen before processing the architect stat troponin-I on the architect i1000sr serial number (B)(6). A review of the architect i2000sr serial number (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the immunoassay systems found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results and addresses sample preparation and handling. Based on the investigation no product deficiency was identified for the architect i2000sr serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect stat troponin-I result on one patient. Results provided: (B)(6) 2019 = 0.31 ng/ml / repeated same sample next day = 0.00 / 0.008 ng/ml. Customer reference range: (0.000-0.030 ng/ml). No impact to patient management was reported.